Event description:
It was reported the radiopaque marker detached from this introducer sheath into the patient during removal after gaining successful access for a nephrostomy procedure. Retrieval of the detached marker utilizing a balloon catheter and a snare was uneventful. The procedure was successfully completed with this unit without patient complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Patient anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.